Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Correction: section b5, executive summary of the initial medwatch report indicates "the customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed." Section b5, executive summary of the initial medwatch report should indicate "the customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. It was also observed that the device kept rebooting. This may lead to defibrillation therapy being delayed or unavailable, if needed." Section f10/h6, device code grid of the initial medwatch report indicates "detachment of device or device component". Section f10/h6, device code grid of the initial medwatch report should indicate "detachment of device or device component" and "electrical/electronic property problem". Additional information: styker product analysis center evaluated the the device and verified the reported issues. The customer received a replacement device. The device was archived by stryker maastricht. The likely cause of the missing magnet was determined to be due to the device's lid assembly. The root cause of the issue related to device rebooting is determined to be user error, because the user is not properly following and performing the instructions (prematurely opening the lid). An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet. The root cause of the missing magnet was determined

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker performed an initial evaluation and observed that the magnet was missing from the lid. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.